Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins). It was noted that for several weeks to a month after implant, the patient noticed that they would start ¿squirting¿ urine with physical movements. The patient stated that it would not happen every day, but that it can happen multiple times in one day. The patient noted that it happened again the day before yesterday. The patient was told that they should leave the stimulation at 0.7 volts but they increased it which seemed to help with the squirting (¿at higher levels¿). The patient was at 1.3 at the time of report. The patient noted that when they increased the stimulation to about 1.0 volts they started feeling ¿a sensation¿ in their anus. The sensation was not uncomfortable or painful, but it felt like ¿something sticking¿ in their anus. This sensation was felt a couple of weeks ago. The patient stated that ¿nothing has ever been up there but the proctologist¿s finger¿ and that it felt like ¿there is a piece of feces or a twig stuck there, but nothing is actually there¿. The patient had an appointment with their neurologist on the (B)(6) and was going to mention the symptoms to them. It was also reported that the patient was not trained adequately on using the patient programmer unit as they were ¿handed the box¿ and the person who gave it to them walked out of the room. There was no in person training on the use of the programmer. Additional information received reported that the cause of the event was that the patient was post implant surgery. It was stated that the patient was not shown how to program the device. On (B)(6) 2014, the patient was shown how to program the device and chose to do self-adjustment at home on that day. As of (B)(6) 2014, the patient was reportedly doing well with no problems. The event did not require patient hospitalization. The patient outcome was noted as no injury. It was later reported that patient was told never to ¿take it off 7¿ by the healthcare provider (hcp). It was stated that ¿7¿ got to where it was not working anymore, so the patient increased to ¿8 and 9.¿ the patient continued to increase and it did not seem to control his symptoms. If the patient had to go to the restroom and did not go right away, he would squirt. The patient was currently at 2.0volts and stimulation was noted to be ¿a little uncomfortable, but nothing to write home about.¿ the patient had the squirting issue prior to implant. The patient also mentioned stimulation was affecting his bowel movements. Furthermore, when the implantable neurostimulator (ins) cycled on and off, the patient felt stimulation ¿in his behind¿ and it was described as feeling like the patient was ¿going to crap out a bunch of razor blades.¿ the issue began one month ago. It was recommended to the patient to decrease stimulation if it became uncomfortable. It was then stated that if the patient decreased stimulation, it would not help with his symptoms. The patient could tolerate stimulation at 2.0volts and would try 2.1volts. It was noted that the therapy took care of everything except squirting (solved 95% of the problem). The patient was sick of changing underwear 2-3 times a day. The patient was to discuss his concerns with his hcp at his next appointment on (B)(6) 2014. It was later reported on (B)(6) 2014 that the patient reported interstim only works 95% for him. Hcp reviewed with him that it might help only 50%. The patient was not told about 50 % before he was implanted. The patient's device helped 100% with everything except one symptom-squirting. Squirting started about 2 months ago, all of a sudden. The patient could be sitting or walking and would squirt some urine. Not much urine and nobody notices it but he has to change underpants 3 times a day. The patient's hcp started him on 7 (patient services assumes the patient meant 0.7 v). He increased stim to 1.9 v and then to 2.2 v. If he is at 2.2 v in program 1 it helps with symptoms and squirting but stim feels slightly uncomfortable. If he decreases down to 1.9 v he starts squirting immediately. The patient also mentioned when he is at 1.9 v he feels stim in his butt and it makes him feel he has to go to the bathroom. He finally stopped going when he feels it because he does not do anything. It is just stimulating his bowels but he is not moving them. The patient noted an overstimulation sensation. The patient stated hcp did not know what program 1 meant and said to call the manufacturer regarding different programs. The patient wanted to try different programs. Pt used the patient programmer on the call and was in program 1 at 2.2 v. The patient wanted patient services to help him change to program 2. Before they were able to decrease stim in program 2, the patient synced and reported feeling a painful stim. The patient was at 2.6 v. The patient stated he was 'going up to the roof' from pain and his 'testicles are going to blow up'. The patient then got a poor communication screen. The patient was finally able to connect again and decrease stim to a comfortable level. The patient did not feel stim at 2.6 v until it hit him later. The patient went down to 2.2 v and felt no stim. Then he said he felt a sharp stab on 2.2 v when he turned the patient programmer on. He increased it to 2.3 v and said he only felt a faint tickle. He went up to 2.4 and felt an intermittent stim. The patient described he did not feel stim, then he felt it when he bent over. He said it felt like a little tiny nibble. He feels every now and then it zips and then it is gone. The patient also said he felt stim in his butt area before and in program 2 he felt it in his testicles. Then after a few minutes he started feeling it in his behind instead. Later on the call he said he began to feel it in his testicles. He laid down to test how that feels since he experienced increase in stim when laying down before. He felt no stim when laid down, he felt it when he crossed his legs. He said stim feels perfectly comfortable and if it helps with his squirting he will leave it in program 2. The patient stated he would stay for a few days in program 2. Compatibility guidelines were requested for the following: MRI. The patient said he had his left knee and right shoulder replaced with titanium and he might have his hip replaced with titanium. The patient asked what to do in case he would need an MRI on his hip. The reason for the call was noted as: the patient read interstim icon manual and saw it said the patient needed to put an adhesive label with his name and phone number on the back of the patient programmer in case it gets lost. The patient wanted to know if he can make his own label and put a scotch tape instead of using the one from the manufacturer. The patient also mentioned he only found out after he read the manual that if he wanted to be cremated interstim must be removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that he had a loss of therapy. Since implant the patient leaks pee whenever he turns on the water.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The device worked for a while but hadn¿t worked well for the last several months. The patient couldn¿t have water on without having a urinary accident. There were times when the patient felt he had to go to the bathroom and would defecate in his pants. The patient had thrown away 14 pairs of underwear because it was ¿all mushy¿ and there was nothing solid about it. The patient¿s doctor said the device could have an effect on the bowel. The prior day the patient had a urinary accident, it was a full stream, and it was the worst it had been. If the device wasn¿t going to work right, he was going to have the doctor take it out. At first the patient couldn¿t find the implant in his body and was getting the poor communication screen. Eventually he connected and was on program 4 at 4.4 volts. The patient had already tried all four programs and was still squirting.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0gmx2, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: program mer, patient. (B)(4).